Event description:
It was reported that exit block was observed. Dislodgement of the left ventricular lead was confirmed via x-ray. Lead repositioning was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.